Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip and insulation split apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Harvesting cannula was returned to the factory for evaluation. Signs of clinical use and slight evidence of blood were observed. Vasoview hemopro harvesting tool was not returned back. A visual inspection was conducted. Traces of blood and char buildup were observed on the c-ring. The c-ring was not transected. The metal wire and the c-ring remained attached to the cannula due the presence of a retention rib. The scope wash tube also remained attached to the cannula due the presence of a retention rib but was observed to be melted and cut thoroughly in horizontally just below the c-ring. Based on the investigation and condition of the device as returned, both the reported complaints for "bent wire" and "peeled silicon" was not confirmed, but was confirmed for the analyzed failure "break-cannula- c ring cut" .

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip and insulation split apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.